Event description:
The user reported a decrease in hearing and speech performance with the device 3 months prior. Device assessment provisionally arranged for (B)(6) 2022. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. In (B)(6) 2022 the user was at the clinic for a 3-month review. A drop in speech perception scores was previously reported and this appointment was to review the situation. The user was reimplanted in (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.